Event description:
A ventilator was returned to a third-party service center for service. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, there was damage found to the liquid crystal display (lcd) screen. The device¿s lcd display will need to be replaced to address the issue. Additional findings not related to the malfunction/issue were four system errors that occurred during a thirty-second run-in test on the device. The low inspiratory pressure error the device and circuit setup were checked, a low expiratory pressure error the internal tubing and a check circuit error had occurred in which the internal tubing was checked on the device. In addition, the rubber feet were missing on the device.